Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients lead had migrated and was coming out of the skin. The patient underwent a revision procedure.